Manufacturer narrative:
Ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the appropriate warnings, precautions and instructions for use. Upon removal from package, inspect the product to ensure no damage has occurred. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this failure mode. We will continue to monitor for similar complaints.

Event description:
International customer reported that a leak developed on an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter at the junction of the catheter and mac-lock hub. No information was provided relating to the use of the device at the time of the event. The customer did not indicate if this event was noted during testing prior to implant or after patient contact and implantation. It is not known if any medical / surgical intervention was necessitated to address this issue. Specific patient details, conditions and indications for use were not made available.